Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt, the trunk cable connector was broken on the electrode belt. The root cause for the broken connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken connector. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged connector. The last patient to use this belt did not report any deficiencies.